Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on unspecified dates that involved a general complaint for the plum a+ infusion pumps where it was reported that air is getting through the cassettes undetected. The oncology department is reporting significant amounts of air getting through the pump undetected. The customer is wondering if it could be something specific to the department and the drugs they are administering because he would test the plum a+s afterwards and he could not reproduce the error with his test rig. All the air detection still seemed to pass the tolerances at the time but the reports from oncology would show the issue was on going. Some drugs that have been noted to have air bypass the sensor is paclitaxel, docitaxel, oxaliplatin, and irinotecan. There was patient involvement and no report of adverse event.